Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping the vessel during a varicose vein procedure, the surgeon was able to squeeze the handle but the clip applier did not release any clips when the clip applier was activated. It was stated that the first clip has been jammed across the exit hole and prevented the device from working. A new device was used to complete the case. There was no patient injury.